Event description:
A customer observed multiple lower than expected valp quality control results while using the vitros 5,1 fs analyzer. No biased patient sample results were reported to ocd. Biased results of the magnitude and direction observed may lead to inappropriate physician action should they occur undetected on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined that lower than expected valp quality control results occurred on the vitros 5,1 fs analyzer. The analyzer required an "as needed" maintenance (water blanking procedure) to restore the instrument to expected operation. Once the operator preformed this procedure expected valp results were obtained. The cause of the event was instrument related.